Manufacturer narrative:
The qc was acceptable. A general product problem was excluded. A pre-analytical handling issue could not be excluded. Due to lack of information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number (module 1) was (B)(6). The analyzer's serial number (module 2) was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1248 u/l with a data flag. The sample was automatically diluted, and the result was 168 u/l. The initial result and the result after the dilution were obtained on module 1. The sample was repeated on another module (module 2), and the results were 257 u/l and 170 u/l. The result of 257 u/l was questioned due to it not matching the patient's clinical history.

Manufacturer narrative:
H6 investigation conclusion code was updated.